Manufacturer narrative:
(B)(4). A maquet field service technician was on site and investigated the unit. The technician troubleshot the device and found a defective flow sensor. The defective flow sensor was replaced with the flow sensor replacement kit. The problem was solved and the device ran without any problem. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
The customer stated that the hcu40 displayed the error message "water flow too low." Additional information: the incident occurred during patient treatment, there were no negative consequences for the patient. (B)(4).